Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal ). Essure was removed on (B)(6) 2018. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 758631) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension and leg edema. Concomitant products included atenolol, bumetanide (bumex), phentermine and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type uti"), anxiety ("psychological or psychiatric problems anxiety"), vaginal discharge ("vaginal discharge smelly discharge"), fatigue ("fatigue"), migraine ("migraines/headaches") and micturition urgency ("bladder or urinary problems or changes frequency and urgency without urination") and was found to have weight increased ("weight gain / loss specify which one: weight gain. 20 lbs"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and pollakiuria ("bladder or urinary problems or changes frequency and urgency without urination"). The patient was treated with surgery (surgical removal of coil(s), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, anxiety, vaginal discharge, fatigue, migraine, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, weight increased, micturition urgency and pollakiuria outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, fatigue, menorrhagia, micturition urgency, migraine, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.46 kgs. Hysterosalpingogram - on (B)(6) 2011: tubes were occluded. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received: lot number was added. Following events were added: uti, anxiety, vaginal discharge smelly discharge, fatigue, migraines, abnormal bleeding (vaginal, menorrhagia), pelvic pain, abdominal pain, back pain, weight gain / loss specify which one: weight gain, frequency and urgency without urination. Event verbatim pain was updated to pelvic pain. Concomitant conditions and products added. Reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 758631) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, breast pain, stress, obesity, anxiety, mood altered, bacterial vaginosis and fibrosis. Concurrent conditions included hypertension and leg edema. Concomitant products included atenolol, bumetanide (bumex), phentermine and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type uti"), anxiety ("psychological or psychiatric problems anxiety"), vaginal discharge ("vaginal discharge smelly discharge"), fatigue ("fatigue"), migraine ("migraines/headaches") and micturition urgency ("bladder or urinary problems or changes frequency and urgency without urination") and was found to have weight increased ("weight gain / loss specify which one: weight gain. 20 lbs"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(meorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and pollakiuria ("bladder or urinary problems or changes frequency and urgency without urination"). The patient was treated with surgery (surgical removal of coil(s),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection, anxiety, vaginal discharge, fatigue, migraine, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, weight increased, micturition urgency and pollakiuria outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, fatigue, menorrhagia, micturition urgency, migraine, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.46 kgs. Hysterosalpingogram - on (B)(6) 2011: tubes were occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of product technical complain incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.